Event description:
A distal type I endoleak was viewed during the post angiogram, noted at the end of the contralateral iliac leg graft. Another manufacturer's stent was deployed at the end of the leg graft with the intent of sealing the endoleak and preserving flow into the internal iliac artery. Angiogram viewed the endoleak still persisted. An iliac leg extension was then deployed distal to the internal iliac artery. A retrograde angiogram was performed and a type I endoleak was still present. Procedure was concluded with a follow-up cat scan to determine the cause of the endoleak.